Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Private part hurt - vagina [vulvovaginal pain] plastic in the applicator broke/falling apart....private part hurt [device breakage] case narrative: consumer reported via social media that the cotton was falling apart when she removed the tampon. No serious injury was reported.